Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant high inr result with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter at 2:27 p.m. Was > 8.0 inr. The result from the laboratory at 4:00 p.m. Was 6.2 inr. The customer thought the laboratory result was correct. The customer was advised to not take coumadin for 2 days and eat spinach based on the result of 6.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. No other treatment was required. No adverse event occurred. The customer feels fine. The customer is anemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have anti-phospholipid antibodies. The customer is on antibiotics for bronchitis. The customer is not experiencing any bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.